Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that both instrument pitch cables were broken at the distal clevis hub. The cable segments that contain the crimp were still installed in the clevis. No other damage or wear marks were observed on the clevis. The reported complaint that the instrument jaws were not closing completely does not itself constitute a reportable event. Recurrence of the alleged failure mode is not expected to likely cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the broken pitch cables found during failure analysis investigation could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci myomectomy procedure, the jaws of the fenestrated bipolar forceps instrument were not closing completely. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.